Manufacturer narrative:
The customer reported that the lift tipped over during a resident transfer. As a result of the incident, the caregiver was struck on the head by the lift, lost consciousness, and sustained a concussion. The caregiver was transported to the hospital and discharged the same day. There is no indication in the complaint description that a serious injury occurred. The complaint includes the statement: "lift tipped over during the transfer, possibly got stuck in some obstruction." The instructions for use (IFU) for the medi-lifter 4 (#001.20252) clearly warn: "do not push or pull a loaded lift over a floor obstruction which the casters are unable to ride over easily." Due to the limited amount of information received from the customer, we conducted an analysis based on the product documentation and identified several key factors that may contribute to lift tipping: a) applying the chassis brakes while attempting to move the device. B) using parts of the device other than the maneuvering handle to move it (e.g., mast, jib, spreader bar, or the patient) c) pushing the device directly over floor obstructions. D) pushing or pulling the device sideways instead of in the forward direction. E) malfunction of the lift or sling. Following the analysis, the above points have been excluded as a cause of the device tipping, as there was no indication in the complaint description indicating issues other than the obstruciton. The device was inspected and no fault could have been found, therefore considering the available information, it has been determined that the most likely cause of the incident appears to be the lift encountering an obstruction during patient transfer, which may have led to the device tipping over. Arjo device was used for a patient transfer when the event occurred and from that perspective it played a role in the event. The device was performing as intended. This complaint is deemed reportable following the allegation of lift tipping over.

Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. The investigation is ongoing. Results will be updated in the final report.

Event description:
The lift tipped over and injured the caregiver. The resident was not harmed. The caregiver sustained a concussion and lost consciousness after being struck on the head by a lift and falling to the floor. Was transported to the hospital and released the same day. The customer believed that the lift caught the edge of a doorway. The resident was lifted and moved over a wheelchair when the lift caught. Following inspection and testing, no device malfunction was identified.